Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that upon removal of the first probe that was being utilized, the device appeared scorched. They subsequently used a different but similar probe in which the device was reportedly delaminated. The tip of both devices were still intact and no device fragments fell into the pt's body cavity. No alarm was heard during the use of the olympus generator. The procedure was completed with an unk type of generator. The user facility declined to return the electrodes for evaluation. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determine. If relevant and significant info become available at a later time, then this report will be supplemented. This is one of two reports. Please reference MFR report number 8010047-2011-00044. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified laparoscopic procedure, two sonosurg probes were being utilized and the tips of both devices were delaminated. There was no pt injury reported and the said procedure was completed.